Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Concomitant medical products: 2088tc lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation showed invalid/corrupted data which may have been due to recent radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.